Event description:
The customer reported unable to acquire 12 lead ECG. There was no reported adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported unable to acquire 12 lead ECG. There was no reported adverse pt impact. A third party field service engineer evaluated the device and confirmed the problem was the block connector ECG. The block connector ECG was replaced to resolve the issue. The device passed all performance assurance testing and was returned to use. We will consider this a malfunction of the block connector ECG where 12 lead ECG could not be acquired.